Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility biomed. "[Name removed] reports that 3100a tma24527 has a problem with "alarms". The alarms do not sound. They thought it was the 9v battery, but even after it was replaced, there are no audible alarms."

Manufacturer narrative:
(B) (4). Connector to alarm speaker was loose. The following info concerning the eval of the device is a summary of the info documented by the cardinal health field service rep. The cardinal health field service rep evaluated the device and was able to verify that the device was not audibly alarming, however, visual alarms were working. The field service rep identified that the main harness (p/n 766593) alarm connector to 45 second alarm speaker (p/n 19059) was loose causing the reported event. The cardinal health field service rep reconnected the main harness to the 45 second alarm speaker and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion, the device was returned to the customer to be placed back into service.